Manufacturer narrative:
It was discovered on (B)(6) 2020 that the d2 procode for the suspect medical device in the initial emdr was incorrect. This follow-up emdr is being submitted to correct the procode from lol to lom.

Manufacturer narrative:
The complaint investigation for a falsely nonreactive result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the likely cause lot. Historical performance of the likely cause lot was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the likely cause lot is within the established control limits. Therefore, no unusual reagent lot performance was identified. Based on the investigation, no systemic issue or deficiency of the architect hbsag, lot 07510fn00 was identified. In this case, the reagent was expired when the sample was tested. Per product labeling, do not use reagent kits beyond the expiration date.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that the following architect hepatitis b results were generated for a (B)(6) year old female (B)(6) patient sid (B)(6). (B)(6). The patient was tested at another institution using an elisa method and results were (B)(6). The customer retested the sample and the architect retest results were consistent with the initial test results. The customer tested the sample for (B)(6) using an elisa method and the result was (B)(6). The customer believes that the architect hbsag quantitative ii result is (B)(6). No adverse impact to patient management was reported.